Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to decrease the pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's control board was removed and returned. The malfunction was not replicated or confirmed. A replacement board was sent to the customer. The customer has indicated the device is placed back into service. Analysis for reports of this type has not identified an increase in trend.